Manufacturer narrative:
This medwatch is submitted to send the intial report and the results of the investigation. Product has been returned on august 2018. No further functional/mechanical analysis was processed as no additional information could be supplied by investigation. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the lack of information provided, the product history records, the review of the case with supplier, team in us and product range manager and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information couldn't put in evidence the root cause of this event. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown. If additional information is provided, the case will be reopened.

Event description:
Mobi-c p&f us: empty mobi-c implant boxes. According to the reporter: two mobi-c implant boxes were opened during a surgery, but no implant were inside. No harm to the patient. There was a delay of 5 minutes to the surgery. Additional information received on september 11th 2018 : the exact same size of implant were used, 13x17x5mm to complete the surgery. The client had a second implant available. The shrink-wrap was completely sealed on both implants, no holes or tears. The reporter said that he cannot confirm that the label was not open/cut/torn before opening the implants. The client typically doesn't check this, especially if the shrink wrap is intact. In the first box, only the IFU was inside. In the second box, nothing was inside. Review with us have been done at (B)(4). (B)(4) has been visited and the team has discussed about inspection process and the possibility of an empty box making its way through their process. No issue have been reported. Examination of a couple kit have been done and everything looked acceptable. Research about rework on mobi-c kit have been performed. No rework have been done before the surgery date. Review of supplier's DHR have been done. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Multiple inspections have been also already set up to avoid this kind of issue.